Event description:
A report was received that the pt was experiencing pain in the ipg pocket. The pt's pocket was swollen and contained fluid. The physician created a new pocket located in the abdomen.